Event description:
It was reported that the surgeon recently saw a patient with a broken rod. The surgeon is monitoring the patient. No revision surgery has been planned at this time.

Manufacturer narrative:
(B) (4). The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.